Event description:
The hcp reported that the patient had presented to the emergency room with both overdose and withdrawal symptoms. The pump was to be filled two days prior, but was not done so due to insurance issues and the hcp's office move. The patient's wife noted changes in behavior, increase in spasms and an audible alarm the following day. No other specific symptoms were reported. The patient has been given oral baclofen three times a day. The hcp planned to transfer the patient by ambulance to clinic for refill and programming with possible admission to a different hospital for monitoring. A follow-up report will be sent in additional information becomes available to us.